Manufacturer narrative:
Scheduled date of explant: (B)(6) 2015. Hydroview iol was discontinued and is no longer manufactured by b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted due to opacification. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested, but has not been received to date.

Manufacturer narrative:
The product lot number has been received confirming this product as a hydroview 1.0 iol, which is subject to FDA exemption #(B)(4).